Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope had a probe cover with missing adhesive along the edges and the image showed grid patterns and uneven edges. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the adhesive issue was attributed to degradation problems and the image issue was attributed to stress related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.